Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the initial information was incorrect and that the rv lead did not perforate during the implant procedure. One day post implant, ultrasound observed the perforation and showed pericardial effusion. It was confirmed that the rv lead had dislodged. Pericardial puncture and drainage was not enough to deal with the sudden deterioration of the patient¿s condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, although the precise cause remained unknown, the right ventricular (rv) lead perforated the ivc (inferior vena cava) and the atrial muscle, causing cardiac tamponade. The patient subsequently died. The lead remains in the patient.